Event description:
It was reported that an asymptomatic patient presented for device check. While programming the device noise was observed for few seconds. The programmer was rebooted. Upon interrogation noise was observed again for few seconds. There were no anomalies noted after the episode. The device was reprogrammed. There were no adverse consequences seen and the patient will continue to be monitored.